Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, the reported tissue damage and recurrent mitral regurgitation (mr) are likely the result of disease progression. The patient effects of tissue damage and recurrent mr are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy / non-surgical treatment is the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Date of implant corrected and estimated.

Manufacturer narrative:
Implant date: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report post mitraclip procedure, tissue damage and recurrent mitral regurgitation occurred requiring a second mitraclip procedure. It was reported that the index mitraclip procedure was performed in 2015 to treat degenerative mitral regurgitation (mr). One clip was implanted in a2/p2. On (B)(6) 2020, echocardiogram confirmed there was prolapse of the posterior leaflet, medial and lateral to the implanted clip and flail of the posterior leaflet with severe mr. The clip remained stable on the leaflets. Two additional clips were implanted, reducing mr to 1-2. No additional information was provided.